Manufacturer narrative:
The insulin pump passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Device was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. The device had cracked battery tube threads and broken belt clip slot. The device was received without original belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 302 mg/dl. Troubleshooting was performed. The device was returned for analysis.